Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. This device is part of the field action and has tested consistent with the field action.

Event description:
The device was returned to the manufacturer with no information, analyzed, and tested out of specification. Follow-up to determine why the device was initially explanted revealed "sudden battery decrement." The physician noted the battery voltage dropped from one remote monitoring transmission to another five months later. There were no changes to the device settings or special programming that could have caused the rapid depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.